Event description:
It was reported that the left ventricular (lv) lead had chronically high thresholds that had been increasing recently. It was also reported that the device had only been implanted 2.5 years and had a remaining longevity estimate of 5-8 months, therefore the physician elected to replace the device at the time of the lead revision. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 419378 implantable pacing lead, (B)(6) 2002; 5076 implantable pacing lead, (B)(6) 2002; 6947 implantable tachy lead, (B)(6) 2002. (B)(4).